Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse found the cup claws sticking to the test cups. Fse cleaned the claws and all guide rails with alcohol and lubricated the parts with triflow. Fse then ran the cup transfer test and the daily check without any errors. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There was one similar complaint found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: the 4153 c.trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the 4153 c-trans z-home overrun error was dirty cup transfer claws.

Event description:
A customer reported error 4153 (z-axis home overrun) with the aia-900 instrument. The customer tried to repower the instrument but it did not resolve the error. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), progesterone (prog iii), and follicule-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.